Manufacturer narrative:
Concomitant product: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: pump. (B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving morphine (2 mg/ml at .5 mg/day) via an implanted pump. The indication for pump use was malignant pain (breast). On (B)(6) 2016 it was reported that an infection was suspected at the spinal site. The patient had good healing following implant, but the spinal site began to seep 5 weeks after implant. The patient reported the seeping to the doctor. The patient was treated with antibiotics, but the seeping continued. The patient wanted to have it removed and the doctor agreed due to no change in symptoms. It was also noted that the doctor explanted due to the site of the infection and proximity to the spinal cord. The device system was explanted. The patient status was reported as "alive - no injury." Additional information was received on 12-jan-2016 and it was reported that the cause of the infection was unknown.